Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Abbvie is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. This is a known potential adverse event addressed in the product labeling.

Event description:
A consumer reported that they used to receive treatment in the anchors back by my ear, the nasolabial folds, and in their chin using an unknown juvéderm® the consumer stated that their injector was not able to obtain the filler without lidocaine. This was the only one that the consumer wanted to use. Additionally, the patient reported using juvéderm® ultra xc from a different country because it did not contain lidocaine which as in the past has given them an allergic reaction. The patient was presented with arrythmia and swallowing in the site of administration (cheeks and lips) and a little ¿pressure¿ when the product was being administrated. Additionally, the patient mentioned that they experienced a prick and some pressure of something going in as if they used an unknown juvéderm® with lidocaine.